Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost & tf:1404,1405. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. Review of the event log shows repeated tf 1404 (itf_pms_cap_low_volt_not_match) and tf 1405 (itf_pms_int_battery_voltage_low), frequently associated with loss of mains power, internal battery empty events, and intermittent panel connection lost alarms, indicating unstable power conditions . It is important to emphasize that no patient was involved at the time the alarms occurred. The correction implemented was replacement of the esm vup and the power supply, which is consistent with the observed fault pattern. Following this correction, stable power management and normal panel communication are restored. Hamilton medical ag considers this case closed.